Manufacturer narrative:
E1: initial reporter phone no. - (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient was in active labor and receiving an oxytocin infusion using a novum iq large volume pump. A dayshift nurse felt like the oxytocin was not working efficiently as the patient was not getting painful contraction, as would be expected. The nurse increased the oxytocin according to protocol, but there was minimal effect throughout the shift. At the change of shift, the patient received an epidural. After this, the night shift nurse noticed that the patient was having very frequent contractions, and the oxytocin rate was almost at the maximum setting, if not at the maximum. The baby was identified as being in distress, prompting the nurse to implement resuscitation measures, including reducing the oxytocin infusion. Despite these efforts, the healthcare team had to significantly lower the oxytocin rate and expected response was not achieved. The nurse was unable to resolve the tachysystole and felt that the outcome should have been better. The nurse questioned whether there was an issue with the IV pump, as reducing the oxytocin appeared to have no effect. An emergency c-section was performed, and the baby required neonatal resuscitation. The baby was subsequently transferred to another hospital for further care. No additional information was available.

Manufacturer narrative:
Additional information: b5 and f10. B5: additional information obtained. The reporter clarified that the baby was a code nrp (neonatal resuscitation program) and was sent to a southern facility for cooling. Post-cooling MRI revealed evidence of mild hypoxic ischemic encephalopathy. Baby returned to initial hospital in ¿good clinical condition¿ and was discharged home. Furthermore, the infant will require neurodevelopmental follow up as an outpatient. The infusion parameters remain unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11: h11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.